Event description:
MFR was informed by user facility that a pt was examined with the sense body coil positioned around the left arm. The pt mentioned to have a heating sensation during the examination. After the examination a second degree burn with blister of 2cm in diameter was observed on the left side of the lower back of the pt.

Manufacturer narrative:
(B)(4). Method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.